Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Per internal imaging review, tee/fluoroscopy shows the 56 mm evoque valve embolized into the ventricle requiring valve in valve, with mild instability. No device malfunction identified. The major root cause for valve embolized into the ventricle identified from imaging is procedure-related - lack of leaflet capture (three anchors in a row), suboptimal depth (anterior low), and suboptimal septal position - with contributing factors including significant leaflet tethering (> 15 mm), papillary muscle proximity, large coaptation gap (>15 mm sl dimension), and imaging limitations from device shadowing.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Potential patient contributing factors to these findings include significant leaflet tethering >15mm and prominent papillary heads. Potential procedure related factors include lack of leaflet capture with 3 consecutive anchors not captured along the septal/anterior aspects of the native valve. Per internal imaging evaluation, the final positioning of the valve was such that the septal and anterior regions were in the ventricle while the lateral region was across the annulus. Imaging evaluation confirmed device shadowing during ventricular expansion. The valve was unstable and a 29mm sapien valve was deployed to improve the stability and regurgitation. The report complaint central regurgitation was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Due to the ventricular positioning and poor annular retention, the valve experienced instability and moderate central regurgitation post deployment. Potential contributing factors to central regurgitation (moderate tr) include a combination or coexistence of rocking movement, device embolization, low positioning, and pre-procedural torrential transvalvular tr. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system where at the final position of the valve post deployment the valve shifted ventricular (lost leaflet capture) in the anterior and septal aspect. There was mild to moderate anterior and septal pvl identified by color doppler. There was also mild to moderate central regurgitation. A sapien valve was placed to stabilize the evoque valve. There was no patient injury due to this event. The patient was reported to be in stable condition. No issues were identified prior to valve release. There was appropriate volume optimization the day of the procedure. There were no constraints during the procedure. There was adequate position, trajectory and height during the procedure and leading up to the valve deployment. A total of 1.75 of depth was added during the procedure. No depth was removed pre-deployment. Deployment on the blue knob started slow and went quicker on release. Leaflet capture was confirmed on each anchor during the anchor spin. Leaflet pinning was not observed at any point in the procedure. The anchors were at the hinge points of the annulus prior to final valve release. The valve did expand evenly and as expected during ventricular and atrial expansion stages. There was nothing to note with respect to patient anatomy that impacted the sealing. Additional information received stating it was challenging to stay at appropriate height, device kept going high. Depth was added as needed and grew into the lateral side of the valve, as anticipated. Septal/anterior leaflets were plastered but leaflet capture was confirmed. During blue knob, the 56mm valve grew quickly and this made it challenging to see. Anterior side of valve looked low in relation to posterior side, retracted device to correct. Septal-lateral plane looked even. Valve possibly had minor rocking motion, but an extreme ventricular position. Valve-in-valve (viv) was discussed due to valve position rather than valve instability. After sapien was released and wire pressue was relieved, the entire valve position shifted down a little. Patient was stable throughout the whole procedure. Patient doing well per physicians report. Final tr was none to trace. Competitive flow observed on the anterior-septal aspect.